Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output selected on the analyzer differed from the output that was displayed on the programmer screen. The programmer was changed out which resolved the issue. The product has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service and that the issue appeared following a parameter change..

Manufacturer narrative:
Product event summary: at analysis the customer comment of selected output on the analyzer differed from the output that was displayed on the programmer screen was unable to be confirmed. The programmer and analyzer were tested with the virtual interactive patient and the parsing log sheet was reviewed with no fault found. The analyzer battery was replaced as a preventive measure. It was noted that though the output selected on the analyzer did not match the output displayed on the screen the units of measurement were different. The selection field is displayed as pulses-per-minute and the actual output of the electrocardiogram is displayed as beats-per-minute. The analyzer passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.